Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, standard revision of a 25 yr old cup and head. Poly looked great! Doc was happy. Cup was loose, all came out fine. Component not revised: perfecta stem item and lot number not provided.